Event description:
Cardiac cath lab team was called in for an emergency cardiac arrest pt. Pt was critically ill-vented and low bp with pressor support defibbed several times in ed. Pt was defibbed on arrival to the cath lab also and during the case. Bp unstable throughout. Levophed and epl gtts after boluses started. Found totally occluded ramus. During stenting of vessel was unable to cross with attempts. Upon removal of the device, the stent was not present on the balloon. (2.5 x 18 mini vision - abbott) stent was visualized in left main. Ramus was stented using two 2.5 x 12 mini visions. Attempt was made to remove stent with partially inflated balloon without success. Iabp was placed for additional support of pt and transferred to ICU. Pt expired on (B) (6) 2010.